Event description:
It was reported that during a revision total hip arthroplasty(tha) surgical procedure, it was noted that the blade broke. It was also reported there were no delays, no adverse consequences or medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting for device return to manufacturer.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a revision total hip arthroplasty(tha) surgical procedure, it was noted that the blade broke. It was also reported there were no delays, no adverse consequences or medical intervention as a result of this event. It was further reported that the procedure was completed successfully.